Event description:
On 7/11, radical retrapubic prostatectomy performed. On 7/13, foley catheter fell out of penis bulb no longer inflated. Surgeon documents 20f catheter inserted with 22 cc instilled into bulb. Nurses reinserted catheter prior to md return call. Foley - no urine return. Reinserted foley tore through 2 sutures and was located outside the bladder. Call to md who took pt to or to replace catheter under fluoroscopy and direct observation. Pt went home with catheter in place 7/18.